Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): street: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that foreign matter was found on the trocar stylet of a rosch-uchida transjugular liver access set. The procedure was completed by using another new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that unknown foreign matter was found on the trocar stylet of a rosch-uchida transjugular liver access set. The procedure was completed by using another new device. No adverse effects have been reported. Reviews of the complaint history, device history record (DHR), manufacturing instructions, quality control procedures, and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. One prior to use device was received. Rust was noticed on the trocar stylet approximately 1cm from the solder mound at the hub. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and records no non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field at the time of the investigation. Additional related lots were reviewed, and no related nonconformances or complaints were found. Cook also reviewed product labeling. This product is not currently packaged with instructions for use. The information provided upon review of the returned device indicates the device was manufactured out of specification. However, review of the dmr and DHR suggests that there are no additional nonconforming devices in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be a manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The procedure being performed was a transjugular intrahepatic portosystemic shunts (tips) to reduce portal venous pressure.